Event description:
The customer reported that the rem alarm failed on the unit and a pt was burned. To date, the site has not provided add'l details regarding the incident.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the unit is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.